Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the c-unit of the ultrasound gastrovideoscope had foreign material. There was no report on the subject device being used in procedure after the suggested event was reviewed. A root cause could not be identified. Based on the results of the investigation, it can be confirmed that a leakage failure has occurred in the device. Therefore, it is assumed that the reprocessing could not be completed normally, and foreign matter may have remained in the product. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the c-unit of the ultrasound gastrovideoscope had foreign material. There were no reports of patient involvement.